Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿confirm that the connectors on the scope side pin connector of the videoscope cable exera ii are not damaged.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include the terminal inside the scope-connector socket buckled, the communication abnormality between the scope and the internal occurred, and the indicated event occurred.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a broken pin inside the scope socket causing a poor connection. The housing was found to have some cosmetic wear and a new type of power switch. The scope socket was replaced. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported image issues while using a video system center in preparation for a diagnostic procedure. The picture was all different colors when the connector was plugged into the processor. No patient injury was reported. No additional information was obtained.